Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 244 mg/dl. A correction bolus and insulin injection were used to address bg. During troubleshooting with tandem technical support (cts), air bubbles were observed in the tubing and the pump time was incorrect. Cts instructed the customer to prime tubing to remove the air and correct the time. Reportedly, the pump supplies were used for 3 days. Cts informed the customer that humalog was labeled for 48 hours.